Manufacturer narrative:
(B)(4). Batch # t94m0u. Investigation summary: the device was returned with the I-blade broken, the upper jaw detached and returned, and the cable cut off. Due to the returned condition of the device, no functional testing could be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a bariatric procedure, the tip of the device broke off. A similar device was used to complete the case. There were no patient consequences.